Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by customer that PICC line leaking from lumen post insertion. PICC line pulled and replaced. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the catheter extension tubing is confirmed and was determined to be use related. One 5 fr t/l powerpicc provena was returned for evaluation. An initial visual observation showed some use residues throughout the returned catheter. A functional test of attempting to pressurize the catheter with water through each lumen using a 12 ml syringe revealed a leak in the extension tubing of the white lumen. A microscopic observation revealed a small hole in the extension tubing that had characteristics of contact with a sharp instrument. The hole appeared to fold towards the inside of the tube. Sharp fracture edges were observed along the split. The complaint of a split in the catheter tubing is confirmed. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that PICC line leaking from lumen post insertion. PICC line pulled and replaced. No other information was provided.